Manufacturer narrative:
Based on a discussion with the facility it is apparent that the catheter was met with resistance during removal and the doctor continued to pull even though the IFU states not to do this. From these facts that is a user error. The tip that was left behind was completely removed. Neurotherm concludes that this event was a user and the appropriate warnings are already in place on the IFU. No further actions are warranted.

Event description:
Neurotherm was notified about an incident involving the use of a spinecath catheter. When the doctor tried to remove the catheter, he felt resistance. The IFU clearly states "if resistance is felt when withdrawing the catheter through the introducer needle, carefully remove the catheter and introducer needle, carefully remove the catheter and introducer needle together as a unit and returned to smith & nephew for eval." The doctor ignored these instructions and pushed the catheter in further to try to free it. He then pulled back and felt resistance. At this time, he continued to increase the amount of force he was pulling with until he could overcome the resistance and free the catheter. He did not pull out the introducer and catheter as a unit. The tip of the catheter was sheered off in the process and remained in the pt. The doctor then surgically removed the sheered tip from inside the pt. In f/u with the facility, the pt has not reported any complications or negative side effects. The quality department was not made aware of the incident until 08/30/2010. (B)(4).